Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was partially confirmed through examination of a returned product sample. The customer returned a guide wire that had been separated into three pieces. The original report indicated that the user had intentionally cut the wire. Piece a was unraveled from the cut end. The remaining two pieces had separated adjacent to the weld. No pieces of the original wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions warn the user not to cut the guide wire to alter its length. A customer in-service was performed to review this warning. The report that the guide wire was found bent when the kit was opened could not be evaluated since the returned sample was intentionally damaged. The probable cause of this issue could not be determined. No further action will be taken.

Event description:
It was reported the procedure was being performed in the PICC room. When the nurse opened the mst kit the guide wire was already bent. She decided to cut it with scissors and use it the other way. She advanced in the vein and pulled back the needle and the guide wire started to unravel. She stopped and asked for help and the physicians came in and used ultrasound to check what was in the patient. They slowly and gently pulled on the wire and all of the wire came out intact. Nothing was retained in the patient. They scanned it and it was clear. A compression bandage was used and another PICC was placed in the patient's other arm. There was a delay in treatment with no patient harm and no patient death or complications reported. It was noted the sales rep visited the customer and performed an in-service on spring wire guides and left a copy of the IFU pointing out to not cut guide wire.

Manufacturer narrative:
(B)(4).